Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The husband states the pump would go into suspend with the slightest tilt. The customer's blood glucose level at the time was 257mg/dl. The customer states the pump goes into suspend when it is moved or shaken. The customer states their blood glucose levels have gone into the 400mg/dl range. The customer states the device no longer beeps and the light does not come on. The customer was advised the pump would be replaced and retuned for analysis.